Event description:
A consumer reported seeing a blob in his line of vision that began seven days following intraocular lens (iol) implant surgery. The consumer initially felt that he had a parasite or bacterium in his eye. The consumer reported he had been seen by his surgeon who felt the blob was a harmless collection of fluid that would break up in a few days. The consumer reports the blob now resembles almost exactly the image that his displayed on his iol implant card. In a follow up, the surgeon reported this was a vitreous issue, not an iol issue. He does not feel the iol caused or contributed to the event. The event continues, but the surgeon does not feel treatment is necessary.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/18/2010, 10/20/2010, and 11/02/2010 by phone, fax, and mail. A completed questionnaire was received on 11/02/2010. (B)(4).